Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic on 23may2024 with drainage at their driveline exit site. The drainage was cultured, and the cultures were found to be negative with only skin fluora (no bugs). The patient was started on doxycycline the same day for 14 days. The drainage resolved after 14 days, and the antibiotics were stopped. The patient symptoms resolved and was doing well at home. The patient would be monitored outpatient on an ongoing basis as a continued plan of care.